Manufacturer narrative:
The event occurred on an unspecified date "about 10 months ago." The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an integrated apd set w/cassette had ¿fallen off¿ and was in the packaging. This was observed prior to use. The patient did not use the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.